Manufacturer narrative:
(B) (4). There is a CAPA investigation associated with this report. (B) (4) the pump was received and evaluated by baxter. The failure code 810:04 was confirmed, but could not be duplicated. A defective ail pcb caused failure code 810:04. The ail pcb was replaced and calibrated.

Event description:
The customer?s biomedical technician reported a colleague infusion pump with a failure code 810:04 that occurred on (B) (6) 2009. The reported condition occurred during programming/set up. During service at baxter, the failure code 810:04 was confirmed and the ail pcb (air in line printed circuit board) was defective. There was no adverse event, patient injury or medical intervention associated with this report. The software (B) (4), categorize as colleague 2006. There is no additional information available.